Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". Customer information: "we need to raise a product complaint for great northern children's hospital (gnch). The trust has reported that 4 x perfusors in ward 3 at the gnch have under infused volumes whilst they were on patients, however they have stated that no patients were harmed as a result of this under infusion. I have included the details which have been logged on datix by the trust below: serial number (B)(4). Date error occurred - (B)(6)2021. Nurse reported that the pump was alarming indicating an end of infusion. When the nurse checked the syringe, there was still fluid left in the syringe. The nurse checked and the pump was displaying a 20 ml syringe size instead of the 50ml syringe size as originally programmed. We have removed these pumps from circulation and isolated them in ebme. Once removed, we attempted to recreate this error by inserting a 20 ml syringe into the pump incorrectly. When doing so, the pump has identified the syringe as a 30ml syringe instead of the correct 20ml syringe. The pump also did not identify that the syringe had been inserted incorrectly. As a result we have agreed the following with the trust: we have agreed with the trust that we will collect the pumps and have them checked over physically as well as the history logs to identify what has occurred. We have also agreed to carry out some extra training with the nurses on the ward to ensure they are fully competent when using the pump. We have encouraged those who haven't completed the e-learning to complete this urgently. We have asked them to make us aware when a syringe driver is being used so we can watch the steps that are being taken by the nurses. We have requested that an internal audit has done to identify if this issue has occurred with any other pumps. Further clinical update: I can confirm what carol has told you there was no harm to any patient the errors were noted and corrected straight away. Staff have had further training and have been told to watch carefully that the correct size of syringe has been registered by the pump. No patient harm as a result of the incident. The error was noticed and corrected. All incidents were IV drug infusions with 50ml syringes. Where the total volume in syringe was not infused when alarm went off at end of infusion, this was on a potassium, caspofungin and ganciclovir infusions. All infusions restarted to complete dose. Once the 20ml flush inserted the staff member had difficulty getting the syringe to register, then it registered as a 30ml syringe this was after the caspofungin 1, 50ml syringe was registering as a 20ml syringe, pump restarted and registered correct syringe size. I have cc'd the ward manager into to this as she was on duty at the time of 3 of the errors incase there is anything to add."